Event description:
It was reported that the system was replaced as it had not been efficient for many years. The pump and catheter had been implanted 10 years ago. During the revision the catheter was discovered cut; it was later reported to be broken. The segment that had been removed was not in the csf and no cfs leak was noted. A new catheter and pump were implanted. There was no patient harm/injury reported. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # unknown, lot #: unknown, implanted: 2002, explanted on: (B)(6) 2012; (B)(4).